Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes had a broken pulse wire. The root cause for damaged pulse wire was unable to be identified. There was no adverse event that resulted from the damaged belt.